Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the physician was inquired regarding the implantable cardioverter defibrillator (ICD) detected non sustained ventricular tachycardia (vt) episodes every day around 3 pm. Device oversensing during lead impedance measurements was revealed. It was indicated that the automatic subthreshold lead impedance measurement is terminated on detection of ventricular tachycardia (vt)/ventricular fibrillation (vf) episode. The ICD remains in use. No patient complications have been reported as a result of this event.